Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose level of around 400 mg/dl. It was noted that the customer's blood glucose level dropped to 200 and went up to 400 again. Reportedly, the customer stated that they were on a "liquid diet". The customer delivered a bolus and was able to load a new cartridge. During troubleshooting with tandems' technical support, it was noted that there have been multiple cartridge alarms (cartridge alarm 1). It was reported that the customer had pneumonia, surgery, and the customer had a change in medication.